Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that the needle driver for power trialysis short term straight dialysis kit is not clamping, resulting in frequent loose needles in the field and a high risk of needlestick injury. No harm to patient. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the needle holder not staying closed is confirmed, but the root cause could not be identified. One needle holder was returned for evaluation. An initial visual observation of the returned needle holder revealed blood along the returned device. A functional test of attempting to clamp the device revealed the device would not stay clamped, and the grooves would not stay together. A microscopic observation of the ridges of the clamp revealed corners of the ridges were broken off and worn. The root cause of this failure could not be determined; however, wear of the device appears to have contributed to the failure. This complaint will be recorded for future trending and monitoring purposes.